Manufacturer narrative:
Product event summary: analysis confirmed the reported event; flex cable screen defect was found; after replacing flex cable, the error still occurred, mpu (main processor unit) printed circuit board assembly defect found. It was noted the stylus and paper drawer were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was an error code. The programmer was returned for repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer doesn't work. The programmer is expected to be returned for repair. There was no patient involvement.